Event description:
It was reported the patient had a possible wound infection post-operatively. The patient had a ¿hot red¿ wound which was oozing and had erythema. Pain at the device pocket was also noted. The patient had been rubbing ¿cream¿ into the wound, but it was not known what the type of cream was. The patient was given oral antibiotics (500 mg fluclox four times a day and flagyl three times a day). As of the end of (B)(6) 2015, it was unknown if the infection had resolved, however, the patient was not admitted to the hospital for intravenous treatment. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).